Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor was replaced during the service call.

Event description:
The customer reported that the 9800 system had no image displayed on the left monitor. No patient injury was reported.